Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
It was reported to philips that the displayed a power speaker failure code. A good faith effort was made and the customer confirmed that the device was not in use at the time of the event. And there was no patient involvement. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer to replace the speaker to resolve the issue and if the problem persisted, to then replaced the cpu. A good faith effort was made and the customer confirmed that replacement of the primary alarm speaker resolve the issue.